Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: flat creases, curved openings with striated edge, nicks with striated pattern and a weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage.

Event description:
Healthcare professional reported left side inflammation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was inflammation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side inflammation. The device has been explanted.